Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 3 of 4 on the homechoice machine (hc). The technical service representative (tsr) explained the alarm and assisted the home patient(hp) to close the clamps and then cycle power to clear the alarm. The tsr reviewed the alarm log. The hp confirmed system error 2240 alarm occurred prior to the system error 2367. The tsr advised the hp to discard the supplies, and then finish with manuals or new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.